Manufacturer narrative:
Device evaluation of battery pack 86443254 has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery. Device evaluation of battery charger/modem has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a open fuse on the pca board. The root cause for the open fuse could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient was experiencing battery/charger faults.